Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that during deployment of the implant a 'dog-bone' effect was observed. This was noted during the first balloon inflation at nominal pressure. There was no resistance during removal of the delivery system. The implant was post-dilated which resolved the issue. There was a good final patient outcome. There was no clinically significant delay in procedure. There were no adverse patient effects. No additional information was provided.